Event description:
It was reported that during a polypectomy procedure, the snare fell off inside the pt. A profile snare mini micro snare had been advanced to treat an unspecified colonic polyp. During the procedure, the snare broke off from the delivery catheter and dislodged inside the pt. The device fragment was able to be retrieved with another snare. The procedure was completed with another profile snare mini micro snare. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The unit was not returned by the customer; therefore, product analysis could not be performed. A device history record review was performed and no issues were noted. The most probable root cause of the reported complaint could not be determined.